Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer either continued to use the existing cartridge or loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 110-122 mg/dl.